Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the right ventricular lead was oversensing and had an abrupt rise in impedance. The lead was later reported to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.